Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer had high blood glucose due to a bent cannula. The insulin pump had alarmed for no delivery. The blood glucose reading was 394 mg/dl. The customer experienced vomiting, thirst, frequent urination, and leg cramps. The customer was wearing the insulin pump at the time of the event. The drive support cap appeared normal. The insertion site was not sore or irritated and the insulin appeared good.